Event description:
It was reported that the device would inappropriately power itself down. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently power itself down. Physio replaced the power supply assembly and then observed device operation through functional and performance testing. The device was returned to the customer for use.